Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 8am. The patient manages her diabetes with set doses of insulin (20 units of nph and 10 units of regular); the patient did not make any changes to her diabetes regimen after the reported meter issue occurred. According to the csr¿s documentation, as a result of the alleged product issue, the patient reportedly developed a symptom of shaking approximately four and a half hours later. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.